Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 7070457 product family: scs-linear leads upn: (B)(4). Model: sc-2352-50 serial: (B)(4). Batch: 5167251

Event description:
It was reported that a small bump from the lead of the patients left ear was irritated by the glasses. It was also noted that the lead was very close to the surface of the skin. The physician tucked the lead underneath the tissue and performed a wound closure. The patient was doing well and was placed on intravenous antibiotics to prevent infection.

Event description:
It was reported that a small bump from the lead of the patients left ear was irritated by the glasses. It was also noted that the lead was very close to the surface of the skin. The physician tucked the lead underneath the tissue and performed a wound closure. The patient was placed on intravenous antibiotics and was doing well. Additional information was received that the patients lead behind the ear poked through the skin. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.